Event description:
Allegedly the patient was experiencing adverse tissue reaction. (Right). (B)(4). Additional information on 02/13/2020: revision surgery date confirmed on (B)(6) 2020 due to bone scan confirmed prosthetic cup loosening.